Event description:
On (B)(6) 2009 the pt reported that the menu, check up, and down buttons of her infusion device work intermittently. At the time of the report all of the buttons were functioning. She stated that the menu and check buttons are very hard to press and she must use her fingernail. She stated that the beep volume is not very loud when the button is pressed and the volume is louder after the battery is changed. She stated that the infusion device has not been exposed to water but it has been dropped several times. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.